Manufacturer narrative:
Product analysis: the device has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed low and affected mitral valve leaflet function. Additionally, the valve frame did not fully expand due to entangled struts which led to an increase in gradient measurements. Subsequently, the valve was surgically removed the following day. The health care professional reported the difficult implant was due to patient anatomy. No further adverse patient effects were reported.

Manufacturer narrative:
The patient's date of birth has been added to section a. - patient information. Attempts to obtain the patient's weight were made; however, these attempts were unsuccessful. Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was examined. One leaflet appeared to have been cut during explant. All leaflets were found to be slightly stiff but flexible possibly due to blood contact and/or the decontamination process. A histopathology sample appeared to have been excised from leaflet 3. Leaflets 1 and 2 were intact and all commissures appeared to be intact. No evidence of host tissue were found in the valve. Radiography showed no evidence of stent fractures or mineralization in the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out / dislodged valves / inaccurate delivery include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Increased gradient can feasibly be caused by a variety of factors. It was reported that the gradients were affected by the entangled struts as the valve didn't fully expand. In this case, the patient did not require any treatment and the issue was resolved on its own. While the above noted are potential root causes, based on the limited information available, the true root cause of the issue could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.